Event description:
During a minimally invasive abdominal laparoscopic surgery, the surgeon reported that the spider flex monopolar hook instrument delivered a charge to his right glove index finger while he was touching the instrument shaft. No injury or impact to surgeon or patient care was reported. The surgeon used to device to complete the surgery and returned to transenterix, inc. For evaluation.